Manufacturer narrative:
Findings: unit received with all operating currents within spec and passed functional testing including the rewind test, self-test, error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 40 mg/dl to 400 mg/dl. The customer was treated for the low blood glucose with shots. The customer was assisted with troubleshooting but decide to send the insulin pump back for analysis because they did not feel comfortable with the device.